Manufacturer narrative:
The partial lead in segments was returned, analyzed, and the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The analyst noted that the proximal conductor is kinked/distorted at 54.5 and 56.0cm.

Event description:
It was reported that the patient's right ventricular (rv) and right atrial (ra) leads dislodged due to patient twiddling. The leads were removed and replaced. No patient complications have been reported as a result of this event.